Event description:
The customer reported that his olympus evis lucera elite video system center was not producing an output under the signal channel during preparation for diagnostic bronchoscopy procedure. According to the initial reporter, the intended procedure was completed using the subject device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing an image due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that the phenomenon occurred due to faulty interface board. However, the cause of the faulty interface board was unknown. Olympus will continue to monitor field performance for this device.